Event description:
Reportedly the pt expired in 2007, approx after an implant duration of 1 day. The reason for the pt's demise is unk. Follow up with the surgeon's office did not indicate the reason for the pt's demise. Reportedly, the device was not explanted.

Manufacturer narrative:
Device not returned.